Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing discomfort and a burning sensation while charging their implantable pulse generator (ipg). As a result of the burning sensation, the patient was unable to charge their ipg effectively and the physician decided to replace it. The patient underwent a revision procedure wherein their ipg was explant and replace and they are doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2023.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to the patient experiencing a burning sensation and discomfort during charging. Due to the burning sensation, the patient was unable to charge the ipg effectively. As a result, the physician decided to replace the ipg.